Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, a piece of the vessel sealer extend broke off from the tip of the jaws and a white chunk fell into the patient. The surgical team had to use suction to remove the fragment. The procedure was completed robotically, with no patient injury. Intuitive surgical inc. (Isi), followed up with the initial reporter and obtained the following additional information: customer stated that they were dissecting when the fragment fell inside the patient. The instrument was in use approximately 30 minutes and there was not any collision with another instrument. They confirmed that all fragments were retrieved and they were able to verify it on screen/with video camera. There weren't any post operative tests and there was no injury to the patient. When the instrument was removed it was after the breakage and they did not feel any resistance or notice any damage to the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the customer reported issue was not confirmed. There was no physical damage observed during visual inspection of the instrument. Additionally, no pieces were found missing or broke, and no pieces were returned with the instrument.